Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the trigger broke on the first device. The surgeon could not fire the second device. There was no pt consequence.